Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm during initial drain on the homechoice. During troubleshooting with the technical service representative (tsr) the home patient (hp) reported air spaces in the patient line (pa) extension. The tsr had hp cycle power, end therapy and start over with new supplies. Tsr also instructed hp to check pa line to make sure all air is out of the line before connecting to the machine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air in the patient extension line that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On an unreported date in (B)(6) 2010, the patient began treatment with zidime-t 1 gm ip once in a day. The event of peritonitis was resolving. Dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). Product surveillance followed up with the peritoneal dialysis nurse who stated the patient had report this issue to her. The nurse revealed that the patient was getting alarms frequently because she was not loading the cassette properly. The nurse stated that the patient did not have any injury or harm as a result of this incident.

Event description:
During initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air in the tubing).